Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were assisted by an ambulance due to a low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl. The customer was wearing the insulin pump during the incident. The incident began when the customer's blood glucose was 83 mg/dl. He ate and his blood glucose increased to 333 mg/dl, and then later to the low 500 mg/dl range. The customer was vomiting. He went to the ER and the hospital staff discovered that the insulin pump was not delivering. He also had an instance where the reservoir floor was missing and all of the insulin was gone; the customer used the insulin pump without knowing of the anomaly and over-delivered. The customer's blood glucose dropped to 38 mg/dl, then 29 mg/dl. He was attached to a glucose IV, he drank 27 grams of sugar via peach green tea, and ate glucose gel. There was insulin inside of the reservoir compartment. The device passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The device also passed the leak test. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. The test reservoir and infusion set locked/remained in place during testing. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The device had a scratched case and a pillowing keypad overlay. The motor and electronic assembly had moisture damage.